Event description:
Info received indicates the head of the bed will run up constantly with the right siderail plugged in. The accounts maintenance has isolated the siderails and the bed functions properly with only the left siderail.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.